Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was most likely wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer also reported having highs. Troubleshooting was not completed for the low. The customer had initially gone to the emergency room for non diabetes related issues. The insulin pump will not be returned for analysis.